Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the provisional fractured.

Manufacturer narrative:
The device was received for evaluation. Visual inspection showed that the device was fractured on the medial side of the post. The device was manufactured between june 2013 and august 2013, and therefore had been in the field for approximately 2 years and 8 months. It is unknown how many times the devices had been used during that time. This device is used for treatment. A CAPA has been initiated to address design issues. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification.